Manufacturer narrative:
Sample received by MFR, but investigation is incomplete at time of this report.

Event description:
The event is reported as: alleged issue: catheter was inserted into pt and after a few minutes the catheter was leaking. When the staff checked out the leaking, they found that the catheter had broken from the tubing at the y connector. No reported pt injury. Pt condition reported as fine.